Event description:
The lay patient contacted lifescan (lfs) in 2008 alleging that his one touch ultra meter had a cal code issue; the meter would not hold the code. The medical affairs specialist (mas) classified the complaint based on the customer care advocate (cca) documentation. The cca noted that the product issue started three days prior, at 4:00 p.m. The patient provided information that he self-adjusts his insulin dosage; details of his insulin regimen were not provided. Information was not provided as to whether the patient was able to test his blood glucose level at the time of the alleged product issue. The patient claimed he was shaky, confused, and irritable 30 minutes after the issue started. He said he took food and/or drink as treatment. At 5:00 pm, the patient reported that he obtained readings of 357 and 257 on another, unidentified device. The cca noted that the patient was unable/unwilling to answer whether the alleged product issue was resolved with troubleshooting. The patient's meter was replaced. This complaint is reported because the patient alleged that the reported meter would not hold the cal code and afterward he experienced symptoms that can be associated with hypoglycemia. The patient claimed he treated himself with food and/or drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.